Event description:
A report was received that while implanting the pt with a precision system, the leads were showing high impedances. During recovery, the leads continued to show high impedances. The physician took the pt back into the or and replaced both of the leads. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.